Event description:
Reporter alleged customer had been receiving higher blood glucose readings without experiencing any hyperglycemic symptoms on her advantage system so customer went to the doctor to have glucose tested. Reporter stated the customer's advantage system read hi (greater than 600 mg/dl) compared to the doctor's measurement of 125 mg/dl when testing was performed minutes apart. No report of any other actions taken or treatment received. A request was made for the return of the suspect device and replacement product was sent.